Event description:
Caller states the pt tested 2.6 inr on the coaguchek xs system and 2.0 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.